Manufacturer narrative:
The device sample was received by the MFR, but the investigation is on-going at the time of this report. The device history record investigation for the reported lot number did not show issues related to the complaint. A document assessment (fmea) was conducted and no changes were required.

Event description:
The event is reported as: the unit is not heating up the liquid as normal.